Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had rising and high thresholds and the patient was "feeling worse" when there was left ventricular pacing only. The lead was capped and replaced with a previously capped low voltage rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015; dtba1qq crtd, implanted: (B)(6) 2015; 459888, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.